Manufacturer narrative:
The returned product was evaluated and the investigation found a bend in the cannula. Fluid path testing showed that insulin was able to pass out the distal tip of the soft cannula. The device download data shows no increase in pulse widths or signs of struggle during the run. No other defects or deficiencies were found during the investigation.

Event description:
It was reported the patient¿s blood glucose reached 16.2 mmol/l (292 mg/dl) after wearing the pod between 4 and 24 hours on the abdomen. The patient was able to activate a new pod and her bg levels lower to 7 mmol/l (126 mg/dl).